Manufacturer narrative:
Based upon the review of lot records/work orders and prior reports no issues with the lot were noted. Actual device was not returned hence no device evaluation was performed. Images were provided and reviewed by a clinical representative. Per their review, there is clear evidence of a posterior lumber vessel likely causing a type ii endoleak. Therefore, the reported complaint of a type I endoleak could not be confirmed, but a type ii has been confirmed. Per the IFU, type ii endoleaks are generally considered to be a non-device related.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during a one month follow up visit, it was identified that a bifurcated device had developed a proximal type I endoleak. Approximately one month later (two months post-implant), the patient was treated with an infrarenal aortic extension, reportedly the infrarenal aortic extension was inadvertently deployed behind the stent strut of the bifurcated device. The physician placed a balloon expandable stent, which freed the extension from the main body creating a normal lumen (reference manufacturer report number 2031527-2012-00132). The endoleak was resolved and no visual disruption of the bifurcated stent remained at the conclusion of procedure. The patient tolerated the procedure well and was discharged.